Event description:
A customer contacted beckman coulter inc (bci) regarding erratic hemoglobin (hgb) results generated by the coulter hmx hematology analyzer with autoloader. Patient 1: initial hgb result was 11.0g/dl. The sample was tested on a different instrument and a result of 8.4g/dl was obtained. Patient 2: initial hgb result was 7.0g/dl. The sample was retested twice and repeated results were 8.7g/dl and 8.8g/dl. The customer utilizes a patient delta check and no erroneous results were reported out of the lab. There was no death or injury attributed to this event and patient treatment was not affected.

Manufacturer narrative:
Qc was run before and after the event, and recovered within specifications. The specimens were collected in 5ml edta k3 vacutainer tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found several problems and replaced numerous hardware components. The fse verified solenoid operation and checked the vacuum path to the needle vent which was clear. Several samples were run with no errors. The fse followed up with the customer and no further issues were observed. Although the fse addressed hardware issues, a clear root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.